Manufacturer narrative:
(B)(4). A service history review (shr) revealed that no issues that may have contributed to the iipv. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if relevant additional information is received.

Event description:
The customer contacted baxter's technical service center to report high drain alarm 105 on the homechoice (hc) machine after use. (High drain alarm --(iipv) indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode.) The home patient (hp) was at the end of therapy and would not stay online to review. The message cleared and the hp stated she had sat up for the last drain. The hp hung up. The alarm was cleared. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Three weeks later, a baxter representative spoke to the hp's dialysis nurse regarding the return of the device. Per the nurse, the hp's device was functioning and a swap was not needed. The nurse was unaware that the high drain alarm had occurred. The nurse stated that the hp contacted another nurse and since then has been doing fine.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.